Event description:
During positioning patient, skull pins came loose from mayfield head positioner. Patient was flipped back to supine position and skull pins were removed. Patient sustained laceration to head, requiring staple to repair.